Event description:
During a computed tomography scan on (B)(6) 2024, following a procedure performed on (B)(6) 2023, it was found that there was complete stenosis of the left inferior pulmonary vein. There were no interventions due to the stenosis. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite x case study was returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event of stenosis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a computed tomography scan on (B)(6) 2024, following a procedure performed on (B)(6) 2023, it was found that there was complete stenosis of the left inferior pulmonary vein. There were no interventions due to the stenosis. There were no alleged performance issues with any abbott devices. The ablation that had been performed was antral, and not within the pulmonary veins.